Event description:
It is reported that the event occurred in the operating room with a right radial artery insertion. The customer experienced difficulty maintaining the patency of the lumen. They claim the catheter became prematurely plugged with blood and kinked with minimum rotation of the arm. They also feel they did not obtain accurate monitoring due to the issue.

Manufacturer narrative:
(B)(4).